Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak during a trial implant on (B)(6) 2021. The patient is doing well post-operatively.